Event description:
Follow-up identified surgery took place on (B)(6) 2018 where the entire system was explanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the scs system did not provide adequate pain relief to the patient's desired area. Reportedly, reprogramming was attempted to no avail. As a result, the patient requested surgical intervention as the next course of action.